Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a pump was returned for analysis in used condition. Visual inspection of the pump showed the battery compartment was cracked and the downstream occlusion (dso) seal was peeling off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing found that the pump records error code 45986, which points to a faulty printed wire assembly (pwa). The investigation determined the dso seal was damaged and the pwa was causing an error code. The dso seal and pwa was replaced.

Event description:
It was reported that the membrane was detached. There was unknown patient involvement.